Event description:
It was reported that frayed wires were identified on the power supply. The cord was replaced and there were no adverse consequences reported.

Manufacturer narrative:
One cardiomems patient electronics power supply cord was received for investigation. Visual inspection verified that there were frayed and exposed wires on the power supply therefore the reported event was confirmed.